Manufacturer narrative:
Date sent to the FDA: 1/15/2021.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. (B)(4) represents the adverse event which occurred on (B)(6) 2019. (B)(4) represents the adverse event which occurred on (B)(6) 2019.

Event description:
It was reported by an attorney that the patient underwent incisional umbilical hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent revision surgery on (B)(6) 2019 during which the surgeon noted ¿mesh erosion into the small bowel, adhesions of small bowel to the mesh and that the mesh could not be completely separated from the small bowel. The surgeon excised a focal portion of the mesh overlying the small bowel, and repaired hernia with sutures. A small portion of one layer of mesh remained on the bowel. It was reported that the patient underwent recurrent umbilical hernia repair surgery on (B)(6) 2019 during which the surgeon noted ¿two hernias and extensive adhesions between the small bowel, omentum and abdominal midline. The lysis of adhesions took 45 minutes.¿ it was reported that the patient experienced abdominal pain, nausea, vomiting, adhesions of small bowel and omentum and mesh erosion. No additional information is provided.